Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A follow up email was sent on (B)(6) 2015 to the attending surgeon to inquire about the non-union noted in the follow up x-ray. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
On (B)(6) 2013, a sign im nail implanted to repair a fractured right femur; was found to be broken during a follow-up visit. The x-ray shows a non-union. At the time of the follow-up visit the im nail was not replaced.